Event description:
It was reported that the patient experienced intermittent stimulation. It was also reported that the stimulator would not function or respond to the patient programmer. The patient noted the symptoms following exposure to a security gate at the airport. It was reported that the device was turned on during the exposure. Additional information received reported that the patient's device was interrogated and it was reported that the battery was dead. The patient was out of the country at the time, and decided to continue his vacation and speak with his physician when he returned home. The manufacturer's device tracking system indicated that the stimulator was replaced. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.